Manufacturer narrative:
G4: 29jul2020. B4: 08sep2020. Per biomedical engineer, reseating the speaker's cable corrected this issue. The speakers are working and passed testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03aug2020.

Event description:
The customer reported that the unit has primary alarm failed error. The customer contacted product support and was advised that one of the speakers or the cpu may be faulty. Product support advised that it may just need a software update if issue is intermittent. The customer reported that the unit was not in use on a patient.